Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received from clinical database indicated that the patient was found with altered mental status and obtunded on (B)(6) 2017. Computed tomography (CT) scan of the brain revealed right frontal and right putamen parenchymal hemorrhage with blood extending into and filling the right lateral ventricle. Diffuse right cerebral edema was noted with 9.5 mm right to left subfalcine herniation and subarachnoid hemorrhage of the skull base. The patient was emergently transferred to the intensive care unit (ICU). Neurosurgery was consulted and decided against surgical intervention at this time. The patient was administered three units of fresh frozen plasma (ffp) to reverse international normalized ratio (inr). The patient was intubated to protect airway due to altered mental status.  Repeat CT scan of the brain showed intraparenchymal intraventricular and subarachnoid hematoma prominently in the right hemisphere. The blood products in the temporal and occipital horns of the right lateral ventricle with parenchymal extension increased as compared to prior study. There was also subfalcine and early transtentorial herniation noted. Repeat CT scan of the brain on (B)(6) 2017 was unchanged from previous study. The patient's power of attorney (poa) withdrew care on (B)(6) 2017. The patient was then extubated and ventricular assist device (vad) was turned off.  Of note, the patient was receiving coumadin, aspirin, and plavix up to time of the event.  The patient had been on heparin drip which was discontinued on (B)(6) 2017. The primary investigator reported that the respiratory failure was related to patient condition and unrelated to device or implant procedure.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient was admitted on (B)(6) 2017 with red, painful driveline exit site. Upon assessment, a red "blister-like" abscess was observed right above the driveline exit site. The patient complained of tenderness around the blister and the driveline. Wound cultures tested positive for pseudomonas. The patient was initially treated with gentamicin drops that were applied directly to the site. However, repeat culture results showed that the site was sensitive to cipro. The gentamicin drops were subsequently discontinued and the patient was started on oral cipro. Computed tomography (CT) scan of the abdomen was performed. The clinical team opted for debridement of the site. The patient underwent a driveline debridement on (B)(6) 2017. The patient is currently stable but remains hospitalized. No further information has been provided.

Manufacturer narrative:
Additional information received indicated that the patient suffered from a hemorrhagic cerebrovascular accident (hcva) and respiratory failure on (B)(6) 2017 and subsequently expired on (B)(6) 2017. The listed cause of death was multisystem organ failure. No autopsy was performed. The primary investigator reported that the event was related to the device and patient condition and was unrelated to the implant procedure. In addition, the treating physician reported that the death was unrelated to the device. The pump will not be returned for evaluation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.